Event description:
During an endoscopy procedure, the physician used a cook echotip ultra fiducial needle. The physician stuck the pancreatic mass and was able to place the first fiducial. When they tried to place another fiducial into the mass, the needle bent. It was very hard to get the second fiducial to deploy. Two fiducials came out at once during the second deployment. The fourth fiducial did not deploy at tall. The physician complained that the needle bends too easily and it is difficult to puncture and deploy fiducials. The physician also said that it is difficult to feel the fiducials coming out of the needle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A bend at 18 millimeters from the distal end of the needle was observed. In addition, a bend at the proximal end of the device was noted 9.5 cm when the needle was fully extended out of the sheath. Approximately 3 mm of the fourth fiducial was extended from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Device may not be used prior to training by manufacturer." The instructions for use state:. "Needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device." The instructions for use state: advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. The instructions for use state: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Instructions for use state. "To place a fiducial, depress thumb ring while stabilizing stylet. Continue applying pressure until tactile feedback and ultrasound visualization indicates fiducial has been deployed. Fluoroscopy may also be used to aid in visualizing placement of fiducials. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This could also contribute to advancement and/or retraction difficulties. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.